Event description:
Siemens medical systems is sponsoring a clinical investigation of surgical table/holder for a 1.5t high field magnetic resonance imaging (MRI) system. The purpose of the study is to determine how the use of a new surgical table and new holder affect the surgical team's ability to perform operative procedures and to assess safety in a high field mr surgical suite. During a mr surgical procedure, the surgical table is rotated from an "imaging" position (where routine mr scanning is performed) to a "surgical" position outside the 5 gauss (0.5mt) line where routine surgical procedures can be performed in a safe manner. Towards the end of a case (left frontal craniotomy and MRI guided tumor resection), the surgical table malfunctioned which complicated removal of the patient from the MRI scanner to an area outside the 5 gauss line where the surgical incision could be closed. As a result of moving the patient off of the malfunctioning table and onto a gurney with the surgical wound open, the patient was at a higher than average risk for surgical infection.